Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty in balloon sheath removal was able to be confirmed. After a stylet was advanced through the tip and guidewire lumen, the protective sheath was removed with some resistance noted. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath appear to not be related to a manufacturing issue, but due to normal variation found in manufacturing, as the occurrence rates for this size of balloon are within the expected rate in the product risk assessment. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the protective sheath and stylet could not be removed from the 3.25x12 mm nc trek balloon during preparation. The device was not used on the patient. Another 3.25x12 mm trek balloon was able to be used successfully without further issue to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.